Manufacturer narrative:
The cobas 6000 e601 module serial number is (B)(6).

Event description:
The initial reporter received a questionable elecsys troponin t gen 5 stat assay result for one patient sample tested on the cobas 6000 e601 module. The initial result was 452 ng/l. The repeat result was 86 ng/l. The staff questioned the initial result, prompting the rerun. The repeat result was deemed correct.